Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: locking screw (part/lot unknown, quantity 3), extraction reamer (part 80028, lot 266417, quantity 1).

Manufacturer narrative:
This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales representative. This report is for one (1) unknown screw. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that initially, the patient had an arthrodesis procedure and was implanted with a variable angle (va) locking compression plate (lcp) 1st mtp fusion plate on an unknown date. However, after the procedure, the patient experience pain and had to be operated due to an arthrodesis that was not healed as seen on x-ray on (B)(6) 2019. On (B)(6) 2019, the patient underwent a revision surgery due to pain. All implants were explanted. It was unknown if there was surgical delay. Surgical procedure outcome and patient outcome were unknown. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).

Event description:
This report is for three (3) unknown locking screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for three unknown locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection of the three (3) returned screws performed at customer quality confirmed the condition of post operative screw breakage, which agrees with the reported complaint condition. Three screw shafts were received along with 2 screw heads. One of the screw shafts remains lodged inside a concomitant single use extraction reamer. All three (3) screws have the fracture at the transition from screw head to screw neck/shaft. A review of the device history records including material review was unable to be performed since the lot number was unknown. Based on the features and geometry of the 3 returned broken screws, they are most likely within the part family 04_211_xxx for titanium 2.7mm variable angle self-tapping locking screws with stardrive recess. Exact part numbers based on screw length could not be definitively determined due to the breakage. No product design issues or discrepancies were observed during this investigation. A measurement at fracture surface was unable to be achieved because of the tapered geometry at the transition from screw head to screw neck/shaft. A definitive assignable root cause for the screws breaking post operatively could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.